Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a post operative check the right atrial (ra) lead was sensing the qrs and the left ventricular (lv) lead exhibited no captured at high output. The ra lead was not seeing the waves or marking the key waves but was marking the qrs. Reprogramming was performed and it was noted that the lv and ra leads were only capturing in certain pacing configuration. It was suspected that the leads were swapped in the header ports. A revision procedure was performed and it was confirmed that the ra and lv leads were swapped in the header. The leads were switched to the correct connection port and were capturing with optimal numbers. The ra and lv leads remain in use. No patient complications have been reported as a result of this event.